Event description:
It was reported that the outer shroud of a 5 year old twin flowmeter cracked and was ejected from the wall outlet. The unit did not strike anyone, and there was no injury. Hospital personnel admitted that the failed part was cracked prior to the incident, and was put into use despite clear warnings in the ohmeda service manual that damaged equipment should be discontinued from use.